Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. H6 (type of investigation, investigation findings and investigation conclusions code) code has been corrected and being submitted via this follow up report, which were not completely correct in the first follow up report. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: the sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low reservoir alarm during testing. All buttons functioning properly. No frozen display during testing. The pump screen went blank properly after holding the back button without the test battery. Successfully downloaded history files and traces using thump. No stuck key alarm found in the daily history. In further review in the pump history found one low reservoir alert on 10/29/2022 at 05:18:55.000. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. In summary, pump passed all required testing. Customer alleged not confirmed for low reservoir alarm, frozen display, no button response and no blank display when holding the back button for 20 seconds without the battery.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On october 29, 2022, the customer alleged for low reservoir alarm, frozen display, no button response and no blank display when holding the back button for 20 seconds without the battery. The locks properly in place in the reservoir compartment noted. Device received with scratched case during the visual inspection. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low reservoir alarm during testing. All buttons functioning properly. No frozen display during testing. The device screen went blank properly after holding the back button without the test battery. Successfully downloaded history files and traces using thump. No stuck key alarm found in the daily history. In further review in the device history found one low reservoir alert on october 29, 2022 at 05:18:55.000. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The connector on electrical board 1 was locked properly during visual inspection. In summary, device passed all required testing. Customer alleged not confirmed for low reservoir alarm, frozen display, no button response and no blank display when holding the back button for 20 seconds without the battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a frozen display and unable to clear low reservoir alarm. Troubleshooting was performed and the display could not turn back on. No harm requiring medical intervention was reported. The device will be returned for analysis.